Event description:
It was reported that the pump was explanted but the catheter was still in place. The catheter appeared to have been ¿knotted¿, possibly tied off with a suture in their back. Their system had been removed because it was taking away the patient¿s mobility. The pump was working ¿too good¿ and he was losing his ability to function ¿in other ways¿. As of the date of this report, the patient was to have a MRI because he was having pain. The device system had been used to deliver dilaudid. No further information including the patient¿s outcome related to the event was provided as well as the results or actions taken from the MRI or the cause of the pain. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 8 590-1, lot# n219616, implanted: (B)(6) 2009, product type: accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).